Event description:
Device 1 of 2. Ref MFR report #161487-2014-23065. The pt has 3 leads (from the same lot) implanted as part of his scs system. It was reported the pt has not used his scs system in years. It was also reported the system did not alleviate the pt's pain; as a result, he turned the stimulation off and discontinued use. The sjm rep suggested reprogramming to the pt; however, he declined. The pt reported a desire to have the system explanted. The sjm rep has attempted to contact the pt regarding surgical intervention; however, to no avail.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.